Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in her sleep. The cause of death was part 1 and approximate interval diabetes and natural causes. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer was wearing the insulin pump or not, at the time of death; to the best knowledge of the caller, the customer probably was wearing the insulin pump. The customer was using sensors. The caller stated that they do not have the customer's insulin pump; it might still be at the funeral home, where the customer was cremated.

Manufacturer narrative:
The insulin pump was returned with an energizer alkaline battery. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total = 39.650u; (B)(6) 2016 daily insulin total = 59.590u; (B)(6) 2016 daily insulin total = 60.250u; (B)(6) 2016 daily insulin total = 78.650u; (B)(6) 2016 daily insulin total = 64.950u; (B)(6) 2016 daily insulin total = 30.650u; (B)(6) 2016 daily insulin total = 30.650u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.